Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pumps installed during cardiogenic shock, and the patient was 24 hours under intra-aortic balloon pump (iabp) therapy, than helium leak occurs. Clients called the perfusionist mr. Grothe but the damage of the balloon was so huge that blood was visible in the drain bottle. Patient was stable, and they finished the intra-aortic balloon (iab) therapy. Mr. Grothe said that the patient has an absolutely calcified aorta." The patient outcome was reported as "okay". The patient did not require another iab as the patient was hemodynamically stable.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Upon return, a significant amount of dried blood was noted within the helium pathway and the bladder returned in a damaged state. A puncture to the bladder membrane consistent with contact from a broken fiber was noted near the distal tip of the bladder. Additionally, the event details reported that the patient has massive calcification which could have resulted in a full thickness bladder abrasion. The root cause how the blood entered in the helium pathway is undetermined; however, a potential cause is due to the broken fiber or a full thickness abrasion. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that "pumps installed during cardiogenic shock, and the patient was 24 hours under intra-aortic balloon pump (iabp) therapy, than helium leak occurs. Clients called the perfusionist mr. Grothe but the damage of the balloon was so huge that blood was visible in the drain bottle. Patient was stable, and they finished the intra-aortic balloon (iab) therapy. Mr. Grothe said that the patient has an absolutely calcified aorta." The patient outcome was reported as "okay". The patient did not require another iab as the patient was hemodynamically stable.